Event description:
A malfunction was reported with the code malf 0, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and the customer successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if any issues reoccurred.